Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat grade 3-4 functional mitral regurgitation (mr) imaging was good. The posterior mitral leaflet had two indentations. The clip was implanted without issue. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was no injury. Two ntw clips were implanted on both sides of the leaflet indentations, stabilizing the slda clip. Mr was reduced to 1-2. The patient was fine and stable during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no other incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.